Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_ptm_prog, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had lost therapy. The caller stated the stimulator had turned off and they were unable to turn it back on. They reported that the patient programmer was also not working. The caller requested a new neurostimulator be sent. No further complications were reported as a result of this event. Indication for use is unknown.